Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the night shift was taking over the shift, they found that part of the fixed patch on the patient's waist pool had rolled edges and informed the doctor to replace the patch. After the doctor finished the treatment of the patient, it was found that the lumbar cistern catheter was broken in two pieces. The catheter was removed, and the patient's status at the time of the report was alive-with injury. The patient was being treated for cerebral hemorrhage.